Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter was out of range for 4 hours.at the time of contact with dexcom technical support, patient reported to be in good condition and did not report any medical intervention or injuries.